Event description:
On 7/12/2007 a representative reported that the extender sleeve was worn from use and the event was not associated with patient contact. Upon evaluation of the complaint returned part on 10/19/2007, the instrument was found to have a broken tip.

Manufacturer narrative:
Device is an instrument and is not implantable. The review of the device history record found no discrepancies. Visual evaluation found that the product had a broken tip. An engineering investigation has determined that the most likely cause of broken extenders sleeves is due failure to use the provided counter torque tube as indicated in surgical technique available since march 2006. Monitoring of events indicates the actions taken have been effective.